Event description:
It was reported that a 46-year-old female patient (53kg) underwent a premature ventricular contraction ablation procedure with an unknown preface sheath. The patient suffered abdominal aortic dissection. Occurrence of abdominal aortic dissection during induction, the patient complained of severe back pain. A contrast-enhanced CT was taken in the catheter room, and the occurrence of abdominal aortic dissection was confirmed. As the site was the lower part, surgery was not performed, and the patient was transferred to the ICU for follow-up. The symptoms subsided with administration of analgesics. No medical treatment was performed, and the patient was followed up in the ICU. The physician's opinions on the relationship between the event and the product: because of abdominal aortic dissection, it was likely to have been broken when the sheath or wire was inserted. The opinion was that it may not have occurred while the stsf was being operated. The patient outcome of the adverse event was unchanged. The generator used was a smartablate. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
Initial reporter phone:(B)(6). Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4).

Manufacturer narrative:
On 1-aug-2022, bwi received additional information indicating that the complaint device is not a bwi sheath but an sl0. The physician¿s opinion on the cause of this adverse event is that it was due to procedure using with sheath or guidewire. The patient outcome of the adverse event is improved. The patient was discharged safely. The patient required extended hospitalization because of the adverse event, but no further information. There was no relevant tests, labs, date, or patient history. As the wire is a product of another company, the product code and lot are unknown. The sheath is sl0. No further information. Medical treatment for dissociation was not performed. The event is no longer reportable for bwi. No further reports will be sent regarding this event. Manufacturer's reference number: (B)(4).